Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694765 lead, implanted: (B)(6) 2004; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there were high and unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.